Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product was opened and applied to vessels. When the clip was loaded into the jaws, it did not load properly and did not form around vessel. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Double feed. Eval summary: the analysis results for the instrument found that it was returned in good visual condition. The instrument was cycled and a double feed incident occurred. Subsequent firings resulted in properly formed clips. The instrument locked out as intended, but the orange indicator did not show up completely. No conclusion could be reached as to what may have caused the firing issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.